Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the tip on the vasoview hemopro came off. When the tech put it together, she said it slid in harder than usual. The pa noticed the piece missing after she had finished using it. She went back into the leg and looked again with the scope, but did not see the missing piece. A new device was used to complete the procedure. Interment was sequestered at this time. Originally submitted to the FDA under (B)(4).